Event description:
This will be filed to report a clip that failed to establish final arm angle (effa) and jumped open. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The leaflets were grasped and efaa checks were performed. During efaa checks the clip jumped opened from fully closed to 20-30 degrees twice. Subsequently, the clip was removed and exchanged. The steerable guide catheter (sgc) was also noted to not comply with commands anteriorly and posteriorly. Upon inspection damage was noted and it was found that the stabilizer fastener was screwed on too tight. For this reason it was also exchanged. Two clips were implanted and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult to open or close (clip jumping) and unintended movement (clip open - efaa) associated with the clip jumping open during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.